Event description:
Needle breakage: customer stated while closing adipose tissue the needle broke. X-rays were taken and the needle was retrieved. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family initially reported assuming incident could recur.